Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is filed after subsequent review of literature article: "posterior hemivertebra resection with transpedicular instrumentation: early correction in children aged 1 to 6 years." Michael ruf, md and jurgen harms, md. Acknowledgment date: october 15, 2002. First revision date: february 4, 2003. Acceptance date: february 11, 2003. N=2 screw/wire implant failure, n=1 screw/rod instrumentation implant failure.